Event description:
It was reported that the patient received 20 inappropriate shocks due to t-wave oversensing and visited the emergency room. The patient later reported that they are experiencing discomfort in their chest. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.